Event description:
It was reported that the customer was having problems with his sugar level. They were told by the doctor to check the site and found that the cannula was bent, which caused customer's hospitalization. Troubleshooting could not be performed as the mother was driving and did not have the insulin pump with her. Attempted to contact the customer several times with no results obtained. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.